Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a welts under the electrodes that turned into blisters and popped. There is no alleged device malfunction. The patient's doctor prescribed a lotion for the skin irritation. The medical outcome of the skin irritation is unknown.